Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the family member that the patient had not been much/has not been able to pee/¿very little¿ and had got a ¿urine infection¿ they noted that they got the implant to help them ¿release urine¿. The family member also stated that the patient¿s ¿pee was stinking and very yellow¿ and ¿began to smell even more but did not hurt to pee¿. These urine issues started a week ago (2018). As a result, they met with their healthcare professional (hcp) on (B)(6) 2018 where the infection was confirmed. It was also suggested to contact the manufacturer to change the settings. Using the programmer, it was determined that the patient was on program 2 at 1.30 volts and the stimulation was on. The amplitude was then increased from 1.30 to 1.70 which was comfortable for the patient. It was noted that the it hurt at 1.80 but this resolved after lowering the stimulation. The patient was redirected to their hcp to address the symptoms and for therapy direction. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that they were suddenly going pee frequently but only a little is coming out and ins is not working to empty patient bladder. During the call, it was determined that the stimulation was on and the patient had the ability to change and adjust stimulation. Patient did not feel stimulation after increasing stimulation to 2.3 but patient chose to stay at 2.3 with the option to increase later. Patient has an appointment with their health care professional on (B)(6) 2019. No fall/trauma/medical test was reported that could have been related to this event. Patient increased stimulation and will track symptoms and continue programming or see hcp as needed. There were no further complications reported or anticipated